Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was attempted to be placed, during grasping attempts the posterior leaflet became caught on the gripper. Troubleshooting was performed unsuccessfully. The clip was then deployed successfully on both leaflets. A second triclip was then selected to reduce tr and stabilize the first clip. There was challenges grasping the leaflet due to insufficient height, ultimately grasping was successful and the clip was deployed. After deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. The procedure was discontinued, the final tr was grade 3. There were no adverse patient sequela or clinically significant delays reported.